Event description:
Homecare patient uses the device for night feeding. 192 ml of an enteral feeding solution were hung, and the pump feeding rate was set at 16 ml/hr. Patient received 192ml over 7 hours (27.4 ml/hr). Pump showed 104 ml had been fed. There was no illness, injury or medical intervention related to the event. One pt involved.